Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain, a loss of paresthesia, and could tell the stimulation was not providing therapy. Stimulation was also noted to be intermittent. High impedances were found on all electrodes. The device displayed "unable to provide the desired settings". Device connections were confirmed to be good. No troubleshooting steps were performed. The issue was ongoing and no action was taken. No patient complications have been reported as a result of this event.